Manufacturer narrative:
The returned pacemaker was analyzed and several errors were stored due to a timer issue. New generic firmware has been installed in the device, and the error was not replicated. It is normal device operation for this pacemaker to move to safety mode operation after three errors have been detected. Analysis cannot determine the cause of the corruption, as the device was operating normally during analysis, and no further evidence of the cause is available.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended device replacement. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this pacemaker had entered safety mode. Technical services (ts) was consulted and recommended device replacement. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.